Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during a trial procedure on (B)(6) 2018, the percutaneous lead could not be implanted due to producing an uncomfortable sensation when stimulation was activated. Subsequently, the lead was removed which resolved the sensation. Effective therapy was established post operation.

Event description:
Follow-up information provided the defective trial lead was discarded per facility protocol.